Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with calcium gen.2 (ca2) assay on a cobas c303 analytical unit when compared to cobas pro analyzer. Initial result: 17.8 mg/dl. The physician questioned the initial result and sent the patient back for a redraw. A new sample was drawn and tested. The result was 8.91 mg/dl. The original sample was then repeated on a cobas pro analyzer and the repeat result was 9.12 mg/dl. The repeat result of 9.12 mg/dl was deemed to be correct.

Manufacturer narrative:
The ca2 reagent lot number was 724585. The expiration date was not provided. The calibration was last performed on 28-may-2024 and was acceptable. The customer stated that the qc was acceptable. The visual check of the sample was acceptable. The field service engineer (fse) found that the rinse mechanism dispense levels were out of specification. He performed decontamination, gear pump adjustment, and fluidic dispense adjustments to the rinse mechanism. He then primed the fluidic system and replaced the ca reagent pack after observing the dried reagent around the piercer hole. He also ran cell blank measurements and the results met specifications. The fse performed calibration and qc and they were successful. Precision studies were performed and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward.